Event description:
Health care professional reports a pt complained of nausea and vomiting 10 to 15 minutes after initiation of pt treatment. The pt treatment was stopped at this time. The pt's blood pressure was noted to drop to 30mm/hg. The dialyzer and blood lines were discarded and the treatment resumed with new disposables. Estimated blood loss = 250cc. No medical intervention or pt injury was reported by the health care professional. The health care professional reports that the dialyzer was reprocessed (reuse # unk) with glutaraldahyde and this is thought to have caused the pt reaction reported. The health care professional reports that the dialyzer was primed per the instruction sheet and that a presence check was performed at the initiation of the pt treatment and found to be within normal limits.